Event description:
Neurostimulation system was removed when pt developed infection which required hospitalization and long term IV antibiotic therapy. Pt had been getting excellent therapeutic results with the system, and physician is evaluating possibility of implanting a second system.